Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of shield damage was confirmed upon inspection of the photo. The assembly process was reviewed. The probable cause could be when the shield on the shield loading unit doesn't properly grip causing misalignment before loading it to the needle hub hence causing the needle bent or the tip of the cannula pierce through shield. The crash at the shield loading station caused parts to be jammed. The production technicians could have failed to remove the affected and neighboring rack on the shield loading track, allowing the affected parts to flow down the process. Action had been taken to re-train the production technician to clear all defective parts from the track at shield loading station when jam occurs. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
It was reported the bd eclipse 18x1-1/2 rb needle point penetrates through shield discovered a faulty 18g needle this pm on attempting to draw up a flush. Needle is bent and pierces through the white cap. She has kindly completed a riskman. I have informed the nco and she advised that there is nothing more to be done for now. I have attached a photo of the lot number in case a product recall is needed. I have checked the needles in the medication room and no others appear to have issues from outside the packaging. These are all from the same lot number.

Manufacturer narrative:
Submitting b codes. Based on device history record review, no abnormality was observed during the production of the affected batches. The assembly process was reviewed. Probable cause could be when the shield on the shield loading unit not properly grip causing misalignment before loaded to the needle hub hence causing the cannula bent or the tip of the cannula pierce through shield. The crash at the shield loading station caused parts to be jammed. The production technicians could have failed to remove the affected and neighboring rack on the shield loading track hence allowing the affected parts to flow down the process. Action had been taken to re-train the production technician to clear all defective parts from the track at shield loading station when jam occurs.

Event description:
Discovered a faulty 18g needle this pm on attempting to draw up a flush. Needle is bent and pierces through the white cap. She has kindly completed a riskman. I have informed the nco and she advised that there is nothing more to be done for now. I have attached a photo of the lot number in case a product recall is needed. I have checked the needles in the medication room and no others appear to have issues from outside the packaging. These are all from the same lot number.